Event description:
Broken instrumentation requiring osteotomy. Patient was brought to the operating room for a left anterior total hip replacement. During the procedure, there was a malfunction of the depuy femoral trial broach (fracture of the broach), which required osteotomy of the femur for the removal of the trial broach.